Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a micro-centrifuge vial. There was residue on the lens surface. Visual inspection found that the haptic was torn. (B)(4)

Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -7.5 diopter flipped during implant into the eye. On (B)(6) 2021 the lens was explanted. Attempts to obtain additional information have not been successful.